Event description:
There was one endeavor sprint drug eluting stent implanted in the lad during the index procedure. It is reported that the patient died due to cardiac arrhythmia, myocardial infarction, renal insufficiency and ischemic disease approximately 14 months post index procedure. Investigator assessed that the event was unlikely to be related to the study device.

Manufacturer narrative:
Results: inherent risk of procedure (myocardial infarction, death). Conclusions: inherent risk of procedure (myocardial infarction, death). (B)(4).

Event description:
Investigator assessed that the previously reported mi that the patient suffered on the same day as patient death was possibly related to the study device. It is unknown if the reported mi was related to the target vessel.